Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of rainbow glare, observed at one month post lasik treatment. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information from the customer, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information from the customer, at this time no additional information has been received.